Event description:
It was reported that a bad battery/broken case/broken power receptacle/top case cracked/force sensor bridge test.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was non-original equipment management (OEM) battery found in the device, the top case was cracked by the tube holder and by the front right bottom corner, the battery door was cracked, and there was visible contamination. A review of the event history log (ehl) identified depleted battery, nothing in ehl pertaining broken case/power receptacle, and force sensor test. During functional testing the depleted battery was duplicated during power up. Broken case/power receptacle found during visual inspection. Unable to duplicate force sensor test. The root cause of the depleted battery was related to customer, broken case related to normal wear as pump over 15 years old and the issue of force sensor could not be determined. Replaced the battery. Replaced the top case and power receptacle. Replaced force sensor and plunger cable as preventive measure and performed power up and occlusion test.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during routine preventative maintenance; there was no patient involvement.